Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transcatheter angioplasty deflation difficulties occurred. The stenotic lesion was located in the central vein of the anastomic region. The physician used the ultrathin diamond balloon catheter to predilate the lesion. The balloon was inflated once to 6 atms; however, the balloon "deflated gradually". The balloon was removed intact from the pt. However, it is unk if the balloon was fully deflated when removed. The procedure was completed successfully with another of the same device. No post-procedure complications were noted and the pt status was reported as "good".